Event description:
It was reported that the patient called the hotline for no disposable alarm. The patient was able to restart each time following removal and reattachment of the cassette but alarm returns within a few moments of restarting. The patient was instructed to hit start/stop button to silence alarm, reviewed settings and pump restarted. Pump screen read run at end of call. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.